Manufacturer narrative:
Further information has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator logs were received for evaluation. No parts were replaced. The evaluation of the logs showed that the last successful. Pre-use checks was performed a day before the date of the event. There are no pre-use checks after the day of the event. There are no technical error codes during the day of the event. The logs show generated alarms, the mode of ventilation, parameter settings, and set alarm limits, however, the logs did not cover ventilation on the day of the event. The ventilation 2 days after the reported date of the event, contains high o2 concentration alarms all of which were generated after alarms that indicated leakage that included the vt insp overrange, inspiratory flow overrange, peep low, leakage out of range, and check tubing alarms. The high o2 concentration alarms in these cases imply a richer o2 concentration than set which also implies a lesser air gas ratio than set. The logs did not contain low gas supply pressure or low o2 concentration alarms which would indicate an absence of gas. The conclusions in the matter is that there are no indications of a ventilator malfunction during the period covered by the logs and both o2 and air gases were available. The cause of the high o2 alarms was due to the leakage of the air gas.

Event description:
It was reported that the ventilator generated a low oxygen concentration alarm when it was connected to a pt. There was no pt harm. (B)(4).